Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the touchscreen became cracked and unresponsive. Customer states that the pump fell on the floor the screen became cracked and unresponsive to touch. Troubleshooting with tandem technical support was performed. Customer's blood glucose levels were not impacted. Customer reported that the pump would be used for basal and insulin pen injections for bolus.